Event description:
During pt use, when switching from ac power to battery operation by unplugging the ac power cord, the ventilator did not recognize the battery pack and alarmed with "switched to backup battery" error message. The ventilator kept ventilating at this time. However, the pt was manually ventilated during transfer to a second ventilator. No permanent pt injury was reported.

Manufacturer narrative:
(B)(4).